Event description:
It was reported that the ilet pump¿s screen was cracked and the device progressively became difficult to use, with reduced battery run time and charging capacity; the device was replaced and the original was returned. Symptoms included no change in blood glucose and no reported injuries. Outcomes included no medical intervention and no hospitalization. Investigation included review of complaint details and device history, with plans for evaluation of the returned device for inspection. Investigation of this device revealed a device mechanical damage event affecting the display assembly and a power/charging performance issue consistent with a degraded battery or power subsystem. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the screen with associated device wear impacting power performance.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.